Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the doctor attempted to fire the device, but the firing was incomplete. "It did not fire all the way." She was able to successfully open the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: just for clarification, did the device lock-out (no staples deployed and no cut line started): not to my knowledge; or, did the device start to deploy staples and cut but could not be completed (partially fire and stop): dr. (B)(6) mentioned the stapler only partially fired.